Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that bending section rubber adhesive was detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. Brushing channels: pseudomonas aeruginosa (10-100 cfu/0.1ml), auxiliary water channel: pseudomonas aeruginosa (1-10 cfu/0.1ml). Other detailed information such as the reprocessing method was not provided. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed that the bending section rubber adhesive was detached. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.